Event description:
The patient reported having accuracy issues with their teladoc blood pressure device. They recalled a systolic reading of 180 and contacted their doctor, who instructed them to bring the device in for evaluation. The patient stated that both their general practitioner and cardiologist compared the device's readings to their clinical equipment and found significantly lower values than those shown by the teladoc device. The patient did not receive any medical treatment as a result of the device malfunction.

Manufacturer narrative:
Multiple attempts were made to contact the patient to gather more information and troubleshoot further with no success. If the device is returned an investigation will be conducted and a supplemental report will be filed.